Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However, no report of pt or stuff injury was reported.

Event description:
The customer reported the system had a mixed images situation. There are no reports of pt injury or death associated with this event.